Event description:
The patient had inappropriate shocks, when we checked the device we found that the shocks were due to noise, all the shocks were inappropriate. The device was kept in lv only pacing and the rv pacing was kept in sub threshold, therapies were switched off.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.